Manufacturer narrative:
(B)(4). Correction to section d: UDI number. Additionally, imdrf b, c & d codes are updated in this report.

Event description:
It was reported that: "issues with inserting the manta device into/through the sheath diaphragm. Sheath valve malfunction resulting in device needing to be removed, and sheath removed. 500cc estimated blood loss was noted.". Additional information: "micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 9.6mm with no reported calcification. Measured depth for the manta was 6+1=7. Systolic blood pressure was 138mmhg and act was 283. 15000units of heparin and 50mg of protamine were administered during the procedure. The blood loss was not replaced, and the patient was reported as being fine post the procedure with no other harm or consequence. The vessel was closed with a new device.".

Manufacturer narrative:
(B)(4). One unit of manta, dilator and sheath were returned for evaluation. Blood particulates were noted on the unit. The unit was decontaminated and inspected. The manta trigger was not actuated. The button valve was observed to be displaced entirely from its position but present with the lumen of the sheath. Also, it was observed to be torn. Case details were reviewed. A 69-year-old female patient (118 kgs), presented in the or for a tavr procedure. A centrally positioned access was gained utilizing a micro puncture kit with ultrasound for guidance. The right common femoral arteriotomy measured 9.6mm, with a measured deployment depth of 6.0cm + 1.0cm. No issues were encountered advancing or withdrawing the 14f expandable procedural sheath during the case. Following the tavr, activated clotting time was 283, heparin and protamine were administered, and an 18f manta was deployed to the measured depth for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the surgeon encountered severe resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when met with resistance. The first 18f manta device and sheath were removed, and a new 18f manta device and sheath were loaded and deployed without issue. During the sheath exchange, the patient experienced a 500ml blood loss, no transfusion was required, and the patient outcome post-procedure was fine. The manta instructions for use indicates: inserting the device: note: if significant resistance is felt insert the bypass tube into the manta sheath, remove the entire system, and open a new device. Activated clotting time (act) should be below 250 seconds before closure per IFU procedure requirements. A CAPA was previously opened under teleflex quality system to address this issue. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.

Event description:
It was reported that: "issues with inserting the manta device into/through the sheath diaphragm. Sheath valve malfunction resulting in device needing to be removed, and sheath removed. 500cc estimated blood loss was noted." Additional information: "micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 9.6mm with no reported calcification. Measured depth for the manta was 6+1=7. Systolic blood pressure was 138mmhg and act was 283. 15000units of heparin and 50mg of protamine were administered during the procedure. The blood loss was not replaced, and the patient was reported as being fine post the procedure with no other harm or consequence. The vessel was closed with a new device."